Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory and was due to a parity error in the memory. The memory was tested on the bench and on the automated electrical test system; all values stored and retrieved normally. The device's functionality was tested on the automated electrical test system. No anomalies were detected. The device met all specifications. The cause of the parity error was not determined.

Event description:
It was reported that upon interrogation the device was found in hardware backup vvi mode. Hence, the device was explanted.